Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an attempted implant, the left ventricular (lv) lead exhibited high impedance and thresholds when input into the device. Upon visual inspection, it was noted that the conductor was fractured. The lv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The proximal and distal conductor of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. The analyst noted that electrical test results were passed and no fracture was observed. Visual inspection found both conductors distorted where the anchoring sleeve was tied down at implant.